Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read accurately high compared to an unknown hospital meter. The reporter claimed obtaining blood glucose results of "258" mg/dl and "136" mg/dl with a hospital meter performed within a duration of 30 minutes. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.